Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information after being explanted and replaced. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead in segments was returned, analyzed and the distal conductor was fractured from stress. It was noted that the distal end low voltage electrode was covered with body tissue/fibrotic growth and blood and the outer tubing overlay had cosmetic environmental stress cracking, also the exposed superior vena cava (svc) coil was distorted from being pulled/stretched/overstressed, was kinked/buckled and fractured from being pulled/stretched/overstressed. (B)(4).

Event description:
Follow up with the clinic determined the patient had presented to the clinic due to a patient alert sounding. There were multiple episodes of oversensing, evidence of an rv lead fracture, high impedance and noise.